Event description:
Reporter alleged that aviva blood glucose test strips were labeled with an expiration date of 10/31/2009. The manufacturer's records show the actual expiration date to be 10/31/2008. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.